Manufacturer narrative:
The reported event involved severe hyperglycemia requiring hospitalization following a meal and persistent elevated glucose levels despite automated correction dosing. The user reported that the insulin requirements exceeded the delivery capacity of the device, and therapy was discontinued per healthcare provider recommendation following discharge. Based on information available at the time of reporting, no confirmed device malfunction has been identified, and the event is considered therapy-related with potential patient-specific insulin requirement factors; further investigation will be conducted if additional device data becomes available.

Event description:
On (B)(6) 2025, the user experienced severe hyperglycemia following thanksgiving dinner, with the ilet displaying ¿high¿ glucose readings and a hospital-measured blood glucose value of 564 mg/dl. Prior to hospitalization, the user reported persistent overnight hyperglycemia with only small, automated correction doses delivered and did not confirm glucose levels by fingerstick before seeking care. The user was hospitalized from (B)(6) 2025 to (B)(6) 2025, where treatment included intravenous fluids and intravenous dextrose, after which the user recovered and permanently discontinued ilet therapy per healthcare provider guidance.